Manufacturer narrative:
The philips fse onsite confirmed that the main board in the said device had a speaker issue stemming from the main board and found that the main is defective. The device was operational after repairs were completed and returned to customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that there was a loudspeaker error. The loudspeaker works so far, if alarm off and then on again then no function! Intermittent sound. The device was in use at time of event, there was no adverse event reported.